Manufacturer narrative:
Additional narrative: additional device code used ktt. (B)(6). Manufacturing evaluation has been completed. The broken product was returned in a packaging different from the original packaging. Usage marks were visible on the returned product and in additional the broken tip was not delivered. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). The device broke post-op and required an intervention to remove and replace the device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: 412.111s / 8588734; manufacturing location: (B)(4); manufacturing date: 05.sep.2013 expiry date: 01.aug.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient had surgery because she had suffered from valgus type degenerative ankle disease. After the surgery, the screws were broken because the patient ignored load restriction. Surgical revision is planned on (B)(6) 2017. The patient is in her fifties and has a delay in rehabilitation; the plate was revised but the screw shafts were left in patient. This complaint involves 3 parts. Concomitant device: 1x unk distal tibia 4 hole plate. This report is 2 of 3 for (B)(4).